Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: the daily insulin delivery totals were observed to correctly reflect the user's programmed basal rates. There was no activity that was outside of normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose (bg) excursions with pump use. The reporter stated that the patient's bg was as low as 40mg/dl and between 450 - 600mg/dl with large ketones. Reportedly the patient had been asymptomatic and had not recieved any intervention above and beyond usual diabetes care and management. It was reported that the patient's healthcare provider had made adjustments to both the basal rate and bolus settings. The reporter stated that they did not think the pump was delivering correctly and that the patient had lost confidence in the pump. Reportedly, the patient had had better bg control with another pump. This complaint is being reported for alleged bg excursions with pump use for which a pump malfunction could not be ruled out.